Manufacturer narrative:
Exemption number e2015055. Approx 3 devices were received for evaluation; 2 events were confirmed during testing. Approx 1 device was found to be affected by a communications problem. Approx 1 device was found to be affected by a degradation problem. The reported event was not confirmed for 1 device; that device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device displayed a bias current message on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.